Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and this transvenous defibrillation lead recorded two 17 joule shocks shortly after implant. During the device follow up, interrogation revealed a shorted shocking lead warning. The physician attempted to deliver a 31 joule shock, to test the system integrity, and received the red fallback screen. The device had reset to safety mode, where limited therapy and programming were available. The lead was surgically abandoned, and the device was explanted and replaced with another guidant crt-d. No adverse patient symptoms were reported.